Event description:
It was reported, the xenon light source exhibited communication error code b30. The issue occurred during an unspecific procedure which was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.